Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent total left knee arthroplasty due to osteoarthritis. Due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was removed by hand and had completely de-bonded from the cement mantle. He indicated the femoral component was revised. The surgeon noted the patella tracked well, and was not revised. The patient was implanted with attune knee system and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2013; dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.